Manufacturer narrative:
Device is combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01264. (B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced angina. In october 2012 the patient was referred for cardiac catheterization. The 75% stenosed and 30 mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilation and placement of a 2.5 x 38 mm and 2.5 x 20 mm promus element plus stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2013 the patient presented due to unstable angina and was hospitalized the same day. The patient was referred for cardiac catheterization. An 80% focal stenosis was noted beyond the end of a previous proximal to mid left anterior study stents. The stenosis was treated with balloon angioplasty and placement of 2.25 x 12 mm promus stent in an overlapping manner to the previously placed study stent site, resulting in 0% residual stenosis. The same day the event was considered resolved. The following day the patient was discharged.